Event description:
Port of hemovac popped off while trying to empty them. (3) reported to zimmer rep. Actual number of item not on item. Lot number used is lot number of hemovacs used on shelf on date of surgery. Lot # = 32238700. These pulled off surgery shelf. Bellows of hemovac changed with no harm to pt or nurses.